Event description:
Nellcor puritan bennett rec'd a report that the inner and outer cannula of a 6fen tracheostomy tube was broken. No further info was provided.

Manufacturer narrative:
Nellcor is attempting to collect further info about this report; however; as of today, no response has been rec'd. At this time, the sample has not been returned for eval. If the sample is rec'd, a summary of the investigation will be provided in a supplemental report.